Event description:
It was reported that during a laparoscopic appendectomy procedure, the tissue pad began to peel off; it came about half-way off and was not completely detached. The tissue pad was somewhat burned. It was reported that no tissue pad entered the patient. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Unknown, assumed 1st day of month that complaint was reported. Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the tissue pad damaged, melted and 100% present. The device was connected to a test handpiece and gen11 and it did activate during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.